Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and performed main arm sensitivity adjustment, set gain vr1 vr2 to suction a/d within specification. Fse ran clog parameter main txt, calculated new ki = 331, then found tube detect spring popped out of switch, which may have caused instrument to think a primary tube is cup, then reset spring in switch. While running, the tip chut jammed and tips stacked up, stopped instrument and cleaned tip chut with 10% bleach. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was tube sense /clot detection.

Event description:
On (B)(6) 2015, a customer reported sample clogs error 2070 with their aia-2000st analyzer. The customer is unable to run pth and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.